Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device detected episodes of non-sustained right ventricular oversensing (nsrvo) due to myopotential oversensing which resulted in the inhibition of pacing and patient discomfort. Technical support was contacted and recommended reprogramming changes to resolve the oversensing. The device was reprogrammed and the patient was stable and will continue to be monitored.